Event description:
A 3.5mm diameter x 16mm length medtronic ave gfx2 stent was inserted into the target lesion in the mid-left anterior descending coronary artery after predilation with a 3.0mm diameter ptca balloon. Following stent deployment at 9 atms, it was noted that there was perforation of the vessel within the stented segment. Add'l low pressure inflations were performed, followed by placement of another medtronic ave stent proximal to the previously placed stent. Both stents were then post-dilated with long inflations with a 3.5mm diameter perfusion ptca balloon. There was a good angiographic result with no further contrast extravasation, and the patient remained stable. There was no add'l clinical sequelae reported relative to the event.